Event description:
On (B)(6) 2010, this patient underwent an emergent endovascular repair of a stanford type b aortic dissection using a gore® tag® thoracic endoprosthesis. The patient tolerated the procedure and transferred to the intensive care unit. The patient remained in the ICU for the duration of the hospital stay. The preoperative dissected aortic diameter measured 61 mm. On (B)(6) 2010, the patient was diagnosed with graft infection and an aorto-esophageal fistula. No endoleak was identified, and the dissected aortic diameter measured 61 mm. On the same day, the patient was transferred to a different hospital for further treatment. On an unknown date, presumably (B)(6) 2010, an open thoracic aortic repair was performed whereby the gore® tag® thoracic endoprosthesis was explanted, and the thoracic aorta was repaired with a surgical graft. The patient current status is unknown.

Manufacturer narrative:
Additional manufacturer narrative - (B)(4).

Manufacturer narrative:
Additional manufacturer narrative - the review of the manufacturing and sterilization paperwork verified that this lot met all pre-release specifications.